Manufacturer narrative:
There was no device malfunction or patient injury reported, rather the cage did not fuse. There was a non-union, but the surgeon decided to leave the device implanted and not revise the case, since revising would be more harmful to the patient. The device was found to be conforming to all specifications upon release. Serious injury was selected as the type of reportable event given the selection options. However, no patient injury was reported and no intervention (surgical or otherwise) was deemed necessary.

Event description:
It was reported by the surgeon that the operated level was not fused at the one year follow up and that the implant subsided into both of the vertebral bodies adjacent to the implant.